Manufacturer narrative:
The technician replaced the siderail center arm assembly to repair the bed. The technician indicated the center arm damage could have been a result of abuse.

Event description:
Info received indicates there is damage to the siderail and it will not lock in place.